Event description:
One mps disposable 5001102 had to be changed out due to a leaky bond in the crystalloid side of the disposable. No pt complications were indicated on initial emailed report by (B)(6). Email states that the product was leaky. It further states that all previous units from this lot number have been fine.

Manufacturer narrative:
(B)(4).